Event description:
Initial results for four patient bicarbonates were <1.5 mmol/l. When repeated, the results were 34, 26, 21 and 24 mmol/l. The incorrect results were not used to guide therapy. The field service representative found the sample probe was bent and repaired the instrument by replacing the probe.